Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that their pump alarmed motor error. The customer experienced high blood glucose with blood glucose of 362 mg/dl at the time of the incident, due to the motor error alarms and the pump not delivering insulin. The customer reported a motor position encoder error alarm. The customer did a rewind and prime/fill procedure but the pump alarmed motor error 6 times in one day. The customer was going to a hospital to get treatment for their high blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump was able to rewind. The insulin pump will be returned for analysis.